Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device changeout, this chronic right ventricular (rv) lead exhibited high out of range shocking lead impedance measurements greater than 200 ohms when hooked to new cardiac resynchronization therapy defibrillator (crt-d). The shock impedance measurements were normal through the old device. Boston scientific technical services (ts) suspected the cause to be calcification on the rv lead coil, although not conclusively confirmed. Furthermore, the lead to device header connections were confirmed secure. A subsequent defibrillation threshold (dft) test performed was successful with normal shock impedance values. Post dft shock impedance measurements were also normal between 55 and 62 ohms. At this time, the system remains in service. No adverse patient effects were reported.